Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® urine collection cup had foreign matter. This occurred on 600 separate occasions. No serious injury or medical intervention was reported. Verbatim: "patient came to the laboratory with empty cup and said that he could not took sample in it, because it seems to be dirty. All cups at the same lot looks like it. They have three case unused cups now at laboratory at that same lot. Two cups will be send to investigation and photos are attached".

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for cloudy cups with the incident lot was observed. Additionally, evaluation of the customer samples was performed and cloudy cups was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for cloudy cups with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and cloudy cups was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.

Event description:
It was reported that bd vacutainer® urine collection cup had foreign matter. This occurred on 600 separate occasions. No serious injury or medical intervention was reported. Verbatim: "patient came to the laboratory with empty cup and said that he could not took sample in it, because it seems to be dirty. All cups at the same lot looks like it. They have three case unused cups now at laboratory at that same lot. Two cups will be send to investigation and photos are attached."